Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for ongoing issues with sporadic, discordant patient results and integrated multi-sensor technology (imt) errors from standard air detect and sample fluid detect over several days. The customer's quality controls (qc) were within ranges on the day of the event. A siemens regional support specialist (rsc) and a siemens customer service engineer (cse) performed troubleshooting on the instrument and replaced the x-tubing and the rotary valve seal. The pump rate remained erratic. A cse returned to the customer's site and determined that the imt sensor was close to expiring. The customer installed a new imt sensor and ran dilution the cse ran dilution check, qc, and patient samples, which recovered within expected ranges. On (B)(6) 2018, the customer reported that the issue recurred and siemens cse was dispatched again. After inspecting the instrument, the cse informed the customer that their qc ranges were too wide and the customer acknowledged this. The cse performed replaced the imt pump, rotary valve, x-tubing, the reagent probes, all reagents and performed realignments. The cse replaced the imt consumables and the imt sensor. The cse ran dilution check, system check, precision testing and qc, resulting, within ranges. On 29-jan-2018, a siemens cse was dispatched to the customer's site again and replaced imt port, sample syringes, diluter syringes, 2 way valves, sample tubing, and diluent bottle 1(d1) tubing and diluent bottle 2 (d2) tubing. The cse also primed the system and ran calibration, dilution check, precision testing and qc which recovered within ranges. The cse followed up with the customer several days after and there were no issues with the instrument. A siemens headquarters support center (hsc) specialist determined that the issue was resolved by maintenance. Since the solid state multi-sensory (ssm) data files were not available for further investigation, the cause of the discordant, falsely elevated na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required. MDR 2517506-2018-00098 was filed for the same event.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension xpand plus with hm instrument. The discordant result was not reported to the physician(s). The same patient sample was repeated, in triplicate, on the same instrument, resulting lower. The 3rd replicate result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na result.